Event description:
Related manufacturing number: 1627487-2021-01403. It was reported that the patient stopped charging their ipg due to ineffective stimulation. As result, the patient¿s ipg was replaced and an additional lead implanted to increase coverage. Effective therapy was established post-operative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.